Event description:
The clinic mgr reported that the hemodialysis (hd) pt experienced a cardiac event 45 minutes post treatment and subsequently expired. The clinic mgr stated that the pt had completed hd treatment and was moved to a different location to be given antibiotics for a fistula infection. While receiving antibiotics, the pt coded and passed away.

Manufacturer narrative:
A clinical investigation was performed. Per the (B)(6) medical (B)(6), there is no device malfunction which could have caused or contributed to the event. Of note, pt had serum potassium of 2.9 on admission to the hosp. His serum potassium had been 3.8 the month prior to this event. The dialysate bath used on the day of the event was a physiological bicarb of 25 and a potassium of "3" which is the appropriate dialysate prescription. There are no signs of metabolic alkalosis on the day of the event. The actual device was not returned to the MFR for physical eval. The device was not pulled from service and multiple treatments have subsequently been performed without problems. The clinical mgr and dir of operations do not believe the hemodialysis machine caused or contributed to the reported adverse event. A device history records and service history review could not be performed as a serial number was not provided; however, an investigation of the trend analysis was conducted by the MFR. The review showed the device was within threshold limit during the trend analysis.